Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge detection messages occurred during the load sequence. A new cartridge was loaded successfully and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level. Additionally, it was reported that the pump touch screen was cracked. Although requested, the customer declined to provide any further information and declined troubleshooting.